Event description:
It was reported via repair work order that the power cord sheathing was damaged with no exposed wires and scale was inaccurate due to the head and foot right and left end load cells malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.